Event description:
It was reported an 8f angio seal sts plus device was used to seal the 7f right femoral arteriotomy site post percutaneous interventional neuroradiology cerebral coiling procedure deployment was successful and hemostasis was achieved. Two hours later in the recovery area the patient experienced hypotention and a large abdominal hematoma. Manual pressure was applied via a clamp. Pulses in the leg were unaffected and good flow was seen on ultrasound evaluation. The patient underwent a surgical cut down procedure and repair of the arteriotomy site. The angio-seal was not seen in the vessel or in surrounding tissues. The leg perfusion remained fine without complication. St. Jude medical was made aware of the event in 2005; however, product surveillance was made aware of this incident 2005.